Event description:
Patient was implanted with scs system in 2008. The following month, it was reported patient was experiencing skin irritation and pain at ipg pocket site. Physician explanted system and sent tissue sample to pathology for analysis. In addition, it was reported physician suspects' patient might have an allergy to device. Through follow-up, it was reported patient is doing fine and tissue sample came back with no evidence of an infection. It was reported that a later date physician plans to perform allergy tests and then reimplant system.

Manufacturer narrative:
Evaluation: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Ans inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevancy of the patient's history to the event reported. Ans inc. Defers to the patient's physician regarding medical history.